Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an open super low anterior resection, the metal part of the anvil came off after the 2nd firing on the rectum. The deployed staples were not properly b-formed. After that, curved cutter was not used and a tlc device was used on the oral side instead. Then, anastomosis was able to be formed without problem and the case was completed. There were no adverse consequences to the patient. No device will be returning.